Event description:
It was reported that this the patient with this implantable cardioverter defibrillator (ICD) experienced an intrinsic ventricular tachycardia episode. The device appropriately delivered six shocks; however, they were unable to convert the rhythm. Eventually, the therapy got exhausted. No changes were performed. This device remains in service. No further adverse patient effects were reported.